Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Rep reported that patient had been revised from an adm/mdm construct to a poly liner (reason unknown).